Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer (fse) investigated the ventilator. It was confirmed that the ventilator failed the internal leakage test during pre-use check. The leak was traced to the connector muff and inspiratory pressure transducer sampling tube. Both components were replaced. The ventilator then passed functional and safety tests and was cleared for clinical use. The replaced components were disposed of by the user facility. Provided ventilator logs were reviewed. The test log shows that the ventilator failed internal leakage test during pre-use check several times. There are no technical error codes in the technical log indicating no ventilator malfunction. Since no components were returned for investigation, the exact root cause of the failed internal leakage test during pre-use check has not been determined, but the replaced components is most likely the cause of the leakage.

Event description:
(B)(4).